Event description:
Information was received from a healthcare professional and company representative in regard to a patient receiving gablofen via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the healthcare professional was in the middle of a refill and was trying to refill the pump but could inject the last 2 ml. The healthcare professional was able to aspirate, but unable to fill. The healthcare professional was able to easily access the pump and withdrew the 10 ml that was expected. It was noted that for whatever reason they cannot fully inject the full 40 ml volume. The first 20 ml went in great and then they switched to the second 20 ml syringe and 18 ml went in fine but then nothing else will go in. A total of 38 ml was injected in the pump reservoir. The healthcare professional removed some drug and injected with no issue but could not inject the last 2 ml. The healthcare professional removed the needle and tested it by pushing fluid through the syringe and extension tubing. The healthcare professional confirmed everything moved through syringe/line to the needle tip with no issues. The patient did not have any hyperbaric treatments or go scuba diving. The proper needle orientation was confirmed and it was confirmed that the pump had been completely aspirated prior to refill. The healthcare professional was using gablofen prefilled syringes. It was reviewed that the syringes do not have measurements on the syringes. The healthcare professional reported "guesstimating" the fluid measurement. The healthcare professional used a syringe with measurements, and reported that it was actually only 1 ml they couldn't inject, so 39 ml was injected. It was reviewed to use a larger syringe to completely aspirate the reservoir to measure how much was actually injected. The healthcare professional reported they had to finish troubleshooting and ended call. No outcome was reported. The event date was reported as (B)(6) 2016. The patient reported that they started feeling "something" along their leg, but the healthcare professional reported the patient is no reliable to provide information and that they did not think it was related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.